Event description:
A (B)(6) male pt contacted zoll customer support to report that the charge/modem was making a 'weird sound' and was not charing. The pt was issued a placement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. Upon eval, there was corrosion on the battery board and bedside board inside the charger/modem. The cause of the weird sound and inability to charge a battery is the corrosion on the boards inside the charger/modem. The cause of the corrosion is contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contamination. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.